Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the mildly tortuous and moderately calcified superficial femoral artery. A 1.5mm x 20mm x 143cm coyote balloon catheter was advanced for dilatation. However, during first inflation upon reaching 6 atmospheres, the balloon ruptured. The device was removed, and the procedure was completed with a different device. No patient injuries reported, and the patient condition was good post-procedure.